Event description:
It was reported to minimed that the customer had crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1812 was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Sc1-cap locked in place properly during testing. Upon battery installation, unresponsive keypad buttons were noted. Unable to further navigate menus. Unable to perform self-test. Upon removing keypad overlay, a crack noted across the keypad traces led to the unresponsive buttons. Proceed by cutting unit open and performing a visual inspection of connectors and electronic stack. The j1 connector on pcb1 was locked properly during visual inspection. No moisture damage noted on electronic stack. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of cosmetic damage were confirmed when cracked keypad overlay was noted during visual inspection. Unit was also received with unresponsive keypad buttons, due to crack across the keypad traces causing broken trace. For additional information regarding the tests performed refer to d00854230 ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.